Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and controls were acceptable. All initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. The investigation did not identify a product issue.

Event description:
The customer alleges they received a questionable positive result for one patient sample tested with elecsys anti-hcv ii. The sample resulted in an anti-hcv value of 2.85 coi (reactive). The result was considered incorrect by the customer.